Event description:
It was reported that the patient's right ventricular (rv) lead exhibited unspecified oversensing due to insulation degradation. The rv lead was capped on (B)(6) 2025. The patient was recovering.